Manufacturer narrative:
Date of event. Please note that this date is based off the date of publication of the article as the actual event date was not provided. Other relevant device(s) are: product ID: 3389, serial/lot #: unknown; product ID: 3389, serial/lot #: unknown; product ID: neu_unknown_ext, serial/lot #: unknown. The reported events were from the following literature article: wang y, grewal ss, middlebrooks eh, worrell ga, stead m, lundstrom bn, britton jw, wu m, van gompel jj. Targeting analysis of a novel parietal approach for deep brain stimulation of the anterior nucleus of the thalamus for epilepsy. Epilepsy research 153 (2019) 1-6 doi: 10.1016/j.eplepsyres.2019.03.010. If information is provided in the future, a supplemental report will be issued.

Event description:
The following reported events were reported in literature article: 1. Patient 1: one (B)(6)-year-old male patient underwent bilateral anterior nucleus of the thalamus (ant) deep brain stimulation (dbs) for treatment of epilepsy. Nine months after implant, the patient experienced a battery site infection. This resulted in explant of the battery and lead extensions. The cause of the delayed infection was unknown, but the patient did have dental work one month prior to the infection. 2. Patient 4: one (B)(6)-year-old female patient underwent bilateral ant dbs for treatment of epilepsy. The patient experienced a fracture of the right-side lead 18 months after the implant surgery. The lead was subsequently replaced. 3. Patient 9: one (B)(6)-year-old male patient underwent bilateral ant dbs for treatment of epilepsy. The patient experienced transient left hemiparesis. After implant, the patient developed transient contralateral motor weakness lasting one week. This was attributed to a centromedian intra-laminar parafascicular complex (cmpf) lead that was placed through the motor cortex rather than related to the ant lead.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.